Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the monopolar curved scissors (mcs) instrument arced while cutting right on the rumi ring. The instrument's tip did not appear to be damaged. The customer switched to a different mcs instrument, and the arcing was reportedly less. The procedure was completed with no reports of patient injury.